Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's low blood glucose value was 53 mg/dl at the time of the incident. The customer¿s high blood glucose level was 500 mg/dl at time of incident. The customer¿s current blood glucose level was 125 mg/dl at time of incident. The customer declined troubleshooting for low blood glucose. The customer was treated with juice. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged that insulin pump was under delivering because it was not working properly. Customer stated that they performed self test and insulin pump passed it. The devices will not be returned for analysis.